Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the emitter power cord was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. During inspection, the emitter power/communication cable disconnected and the internal cord was exposed. Power cable fracture was confirmed. The power cable was replaced. No complications were reported/anticipated.

Manufacturer narrative:
Correction: lot number of the cable is 120524. The cable was returned to medtronic for analysis. It was found that the cable jacket was torn and separated at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.